Manufacturer narrative:
Device has been received for evaluation and evaluation is still in progress. A supplemental report will be submitted as soon as the evaluation is complete. This report is submitted to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during pre-clinical check of a ventilator, the ventilator would not turn on.

Manufacturer narrative:
Quality engineer tested the returned device and confirmed the customer complaint. The unit does not turn on due to a kink in the tubing that connected the gas supply to the master valve assembly which was due to improper installation of custom fittings by the customer. Device history record review ventilator model 3000 hbo s.n.(B)(6) was manufactured on 08/29/1997. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Review of service report on may 2017 confirmed the device was performing per specification when said unit was returned to the customer.